Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00034.

Event description:
It was reported that two plug drivers fractured during surgery. The doctor used a new instrument to complete the operation. There was no reported impact on the patient. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for two (2) of two (2) returned polaris drivers (pn 2000-9061) for the failure of tip fracture. Medical records were not provided for review. Device evaluation: visual inspection of the devices reveals that both have fractured tips. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that two plug drivers fractured during surgery. The doctor used a new instrument to complete the operation. There was no reported impact on the patient. This is report two of two for this event.